Event description:
It was reported that when a pump was turned off the pump would then turn back on by itself. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The evaluation found that the screw which stops the upper switch bracket from moving was loose, and that the gap between the upper hook and the switch was outside of specification. When pressure was applied to the closed door, the switch bracket would move from its intended position and cause intermittent openings of the upper hook switch. When this switch opened, the pump would turn on. The device was repaired by ensuring the specified gap between the upper hook and the switch, and by tightening the switch bracket screw using the specified amount of torque.